Event description:
It was reported that the customer was hospitalized after a car accident, in which he was the driver, which occurred because his blood glucose levels were low. The customer's blood glucose levels at the time of the event are unk. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).